Manufacturer narrative:
The customer reported they needed the part number and price for a power cord for the golvo 9000, they snapped it off at the plug. No other information available. The instructions for periodic inspection of liko mobile lifts, 3en371001 rev. 4, it is stated under 8 battery, cables and charging: check cables and connectors for damage or wear. The instructions guide for golvo 9000, 7en140108 rev. 4, states under service: a periodic inspection of the lift should be carried out at least once per year. Periodic inspection, repair and maintenance may be performed only in accordance with the liko service. Manual by personnel authorized by hillrom and using original liko spare parts. For trouble-free use, certain details should be checked each day the lift is used: inspect the lift and check to make sure that there is no external damage. A search of the hillrom maintenance records could not be completed as the serial number was not provided by the customer facility. The root cause for the event is inconclusive based on the limited information provided by the customer. Hillrom technical support provided the account the part number that needs to be replaced to resolve the issue. The account will repair the bed themselves. Based on this information, no further action is required.

Event description:
Hillrom received a report from the account stating the power cord for the golvo 9000 snapped at the plug. The lift was located at the account . There was no patient/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).